Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for attempted suicide by self-disconnection from the driveline. The patient was treated for depression.

Manufacturer narrative:
The patient weight was not provided. The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.